Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional two proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a calcified right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the first device attempted in the lcfa was successfully flushed during prep; however, it did not have bleed back from the marker lumen when in the patient. Two sutures were successfully pre-placed and the sheath was upsized to 12f sheath. Two devices were attempted to be pre-placed in the rcfa; however, both had no suture present when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed in the rcfa. The sheath was upsized to 16f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the lcfa and rcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.